Manufacturer narrative:
The other additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 5f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was removed, no suture was present with both proglide devices. The sutures of two additional proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 18f and the aaa procedure was completed. The successfully preplaced sutures of the two additional proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Corrections: device evaluated by MFR - device previously reported as not returning. Device was returned. Method code 4115 removed.

Manufacturer narrative:
Na.